Manufacturer narrative:
Device used for treatment, not diagnosis additional product code for this report includes; hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a (B)(4) proximal femoral nail ((B)(4)) operation was performed for a fracture of femoral trochanteric case. The surgeon tried to attach the impactor on the blade, but the end of blade would not turn. Another shorter blade was used to finish the operation. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturer and product development evaluations showed, a functional test was performed without any negative outcome. The complaint could not be replicated. The returned product is fully intact based on the functional test. Visual inspection: clean outer surface with no significant deterioration or damages of the product. The review of the device history record showed that part 04.027.054s lot 8705687 there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.